Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the first trigger functioned as expected; however, the device failed to work on the second attempt despite being activated. Although there was no issue with triggering the device, no sample was obtained. No coaxial was used, and the procedure was completed by another device. There was no reported patient injury.